Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 98 to 111 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results.. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 192 and 167 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 05/16/2018 and open vial date is two weeks ago. (B)(6). Customer called regarding results that she is getting from her meter. Date and time is not currently set up correctly in the customer's meter.